Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Device inspection and testing confirmed the reported no image issue. The issue was found to be caused by shortage or corrosion of the electrical circuit due to water immersion. Further evaluation found the camera cable was twisted and scratched. The camera head control unit showed corrosion and physical/chemical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the display screen of the hd autoclavable camera head blacked out at the start of a laser ablation procedure. There was a delay, but the procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.